Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files are required to complete a thorough investigation. In absence of xsession logs, a review of the provided system log files and screenshots was completed with the software support team. The reported problem was confirmed. The drills faced "communication failure" during multiple tries of disconnecting and re-connecting the handpieces. Regarding communication failure error, while checking for errors the tool controller flags error message ¿bad_tool_temperature_sensor¿ as the temperature value measured by the sensor is abnormal. A temperature range of 0c-100c is setup and if the temperature reading is out of this range, a bad temperature sensor error will be triggered. Regarding maximum stop time failure, as shown in the provided screenshot, this kpc test measure full speed stop time. In this case the measured value is 80ms which is above the threshold limit i.e. 67ms, hence the kpc test failed. Regarding real intelligence foot pedal malfunction, there was not a log statement in navio.log file indicating any issue related to foot pedal. Should the missing files become available, the case can be reopened. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a log file review, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to a faulty temperature sensor, a loose internal connector or an internal drill failure. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a tka, when using a real intelligence cori, the following issues were experienced: three (3) different, successfully calibrated real intelligence robotic drills presented a critical error screen (call robotics center) immediately upon initiating the bur. It was not possible to restart a new case, as the bone had already been resected on the first femoral condyle. The surgeon was advised to proceed using visualize cut mode to manually position the distal femoral resection cutting guide. Additionally, the real intelligence foot pedal began to malfunction near the end of the procedure, failing to advance to the next step. Despite the technical challenges, the final screen showed good alignment. The total surgical delay caused exceeded 90 minutes. No patient harm was reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was not confirmed with a functional evaluation. A test case was performed. The drill was unlocked and the burr was inserted as intended. The burr was locked and the calibration continued. During the test spin it was noticed that the burr did not spin. A kpc test was performed. Again, the burr could be inserted as intended with no critical errors occurring. The burr again did not spin. The motor was heard running. All test passed when pressing the foot pedal. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed and it was noticed that the extension shaft had broken/torn off. When turning the exposure motor shaft by hand a grinding sound was heard from inside the gearbox. The shaft/drill also runs unevenly when turning it by hand. The drill was inspected further. No further defects were found. The extension shaft and exposure motor were replaced and the drill was reassembled. A kpc test was performed. All test passed. A test case was performed. Again the drill was unlocked and the burr could be loaded successfully without any critical errors occurring. The test case was completed without and failures occurring. Screenshots and system log files are required to complete a thorough investigation. In absence of xsession logs, a review of the provided system log files and screenshots was completed with the software support team. The reported problem was confirmed. The drills faced "communication failure" during multiple tries of disconnecting and re-connecting the handpieces. Regarding communication failure error, while checking for errors the tool controller flags error message ¿bad_tool_temperature_sensor¿ as the temperature value measured by the sensor is abnormal. A temperature range of 0c-100c is setup and if the temperature reading is out of this range, a bad temperature sensor error will be triggered. Regarding maximum stop time failure, as shown in the provided screenshot, this kpc test measure full speed stop time. In this case the measured value is 80ms which is above the threshold limit i.e. 67ms, hence the kpc test failed. Regarding real intelligence foot pedal malfunction, there was not a log statement in navio.log file indicating any issue related to foot pedal. Should the missing files become available, the case can be reopened. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, it was confirmed through a log file review. The most likely cause of this event is associated with a broken extension shaft. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files are required to complete a thorough investigation. In absence of xsession logs, a review of the provided system log files and screenshots was completed with the software support team. The reported problem was confirmed. The drill faced "communication failure" during multiple tries of disconnecting and re-connecting the handpiece. Regarding communication failure error, while checking for errors the tool controller flags error message ¿bad_tool_temperature_sensor¿ as the temperature value measured by the sensor is abnormal. A temperature range of 0c-100c is setup and if the temperature reading is out of this range, a bad temperature sensor error will be triggered. Regarding real intelligence foot pedal malfunction, there was not a log statement in navio.log file indicating any issue related to foot pedal. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a log file review, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to a faulty temperature sensor. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Corrected data: d1, d4 (catalog number, serial number, unique identifier (UDI) #), d10, h6 (medical device problem code) additional information: d9.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was not confirmed with a functional evaluation. A test case was performed. The drill was unlocked and the burr was inserted as intended. The burr was locked and the calibration continued. During the test spin it was noticed that the burr did not spin. A kpc test was performed. Again the burr could be inserted as intended with no critical errors occurring. The burr again did not spin. The motor was heard running. All test passed when pressing the foot pedal. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed and it was noticed that the extension shaft had broken/torn off. When turning the exposure motor shaft by hand a grinding sound was heard from inside the gearbox. The shaft/drill also runs unevenly when turning it by hand. The drill was inspected further. No further defects were found. The extension shaft and exposure motor were replaced and the drill was reassembled. A kpc test was performed. All test passed. A test case was performed. Again the drill was unlocked and the burr could be loaded successfully without any critical errors occurring. The test case was completed without and failures occurring. Screenshots and system log files are required to complete a thorough investigation. In absence of xsession logs, a review of the provided system log files and screenshots was completed with the software support team. The reported problem was confirmed. The drills faced "communication failure" during multiple tries of disconnecting and re-connecting the handpieces. Regarding communication failure error, while checking for errors the tool controller flags error message ¿bad_tool_temperature_sensor¿ as the temperature value measured by the sensor is abnormal. A temperature range of 0c-100c is setup and if the temperature reading is out of this range, a bad temperature sensor error will be triggered. Regarding maximum stop time failure, as shown in the provided screenshot, this kpc test measure full speed stop time. In this case the measured value is 80ms which is above the threshold limit i.e. 67ms, hence the kpc test failed. Regarding real intelligence foot pedal malfunction, there was not a log statement in navio.log file indicating any issue related to foot pedal. Should the missing files become available, the case can be reopened. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, it was confirmed through a log file review. The most likely cause of this event is associated with a broken extension shaft. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. The real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was not confirmed with a functional evaluation. A functional evaluation was performed and the reported scenario cannot be confirmed. A test case was performed. The drill was unlocked and the burr was inserted as intended. The burr was locked and the calibration continued. The test case was completed without any failures occurring. A test was performed. No critical error occurred. No malfunction with the foot pedal could be confirmed. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed and the drill was inspected further. No defects were found. The drill was reassembled and a kpc test was performed. All test passed. A test case was performed. Again the drill was unlocked and the burr could be loaded successfully without any critical errors occurring. The test case was completed without and failures occurring. Screenshots and system log files are required to complete a thorough investigation. In absence of xsession logs, a review of the provided system log files and screenshots was completed with the software support team. The reported problem was confirmed. The drill faced "communication failure" during multiple tries of disconnecting and re-connecting the handpiece. Regarding communication failure error, while checking for errors the tool controller flags error message ¿bad_tool_temperature_sensor¿ as the temperature value measured by the sensor is abnormal. A temperature range of 0c-100c is setup and if the temperature reading is out of this range, a bad temperature sensor error will be triggered. Regarding real intelligence foot pedal malfunction, there was not a log statement in navio.log file indicating any issue related to foot pedal. Should the missing files become available, the case can be reopened. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a log file review, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to an intermittent internal connection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.